Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the device was not holding a charge, device had gone through 5 batteries in 3 days. Customer's blood glucose was 250 mg/dl. Device had a blank display. Customer's mother was unable to complete troubleshooting due to device was not present at time of call. Customer will not be returning the device for analysis.